Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, the patient was under general anesthesia. Three minutes into ablation, the patient started to wake up and move. A fluid loss alarm with a rate of 127 ml/min was then displayed. The physician noted a cervical leak and aborted the procedure. The patient sustained burn injury involving the vagina, cervix and perineum, and was treated with silvadene cream. Pain medication was also prescribed. On (B)(6) 2014, the physician examined the patient and classified the burns as third degree on the vagina and cervix, and second degree on the perineum. Currently, the patient is still on pain medication and burn cream, and is reported to be recovering well.